Event description:
A distributor complaint report indicated that a pump failed to detect the cartridge during a cartridge change. There was no information provided about the impact on the customer's blood glucose level. No further corrective actions or customer outcomes were reported in the available details.